Event description:
It was reported that pump experienced malfunction that showed malfunction code with no notable events occurring before issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction code appeared again.